Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast implantation procedure with unspecified mentor gel breast implants and experienced bilateral granuloma and bilateral rupture post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2015. This report is for the second of two devices.